Event description:
Customer's parent reports that his son had received an unexpected bolus. Customer's controller is only working in manual mode and in the time segment from 12am to 7am is not supposed to deliver any insulin as it is programmed with 0.00 units but the customer alleged receiving a 0.05 bolus. Customer blood glucose levels drop from 120 to 84 mg/dl. The customer reported the device is delivering insulin when the device is programmed with a basal dose of 0 for seven hours. The event logs were reviewed and confirm no insulin was delivered during the 7 hour therapy segment on 05jun2024. Based upon review of the available information, the device was functioning as intended and a malfunction did not occur. The physical device is expected to be returned and this case will be reviewed further as needed.

Manufacturer narrative:
In the case description, the user is reporting an uncommanded bolus event that happened before a more recent one. Details of other cases indicate the user reported 0.3u of insulin being delivered on (B)(6) 2024 around 00:20 when none was expected. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files show that a 0.3 u bolus was delivered on 05jun2024, however this bolus was delivered at 13:31 which is later than the report indicates it occurred at. No evidence of basal or bolus insulin in the amount of 0.3 u being delivered around 00:20 was seen in the logs. The logs show that the pod used was in manual mode with no sensor connected to the pod. The device stopped delivering insulin at 00:00 on 05jun2024 as expected as the user's basal program went to 0 u/hr. No insulin was delivered between 00:00 and 07:00 and no pulses were delivered by the pod. The logs also show that no boluses were delivered by the pod during this period. The logs show that the last bolus delivered before this was 0.15 u at 18:30 on 04jun2024. No evidence of an uncommanded bolus or unexpected insulin delivery was observed in the log files.